Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.

Event description:
Reportedly, 3 ventricular oversensing episodes were observed. X-ray didn¿t show any fracture or connection problem. Tests were ok.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, 3 ventricular oversensing episodes were observed. X-ray didn't show any fracture or connection problem. Tests were ok.